Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported there was potential damage to the helix when retracting. It was noted that the right atrial (ra) numbers were inconsistent. There was an attempt to reposition the device but the helix would not come out. Another lead was used successfully. No adverse patient effects reported.

Event description:
It was reported there was potential damage to the helix when retracting. It was noted that the right atrial (ra) sensing and impedance numbers were inconsistent. There was an attempt to reposition the device but the helix would not come out. Another lead was used successfully. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported there was potential damage to the helix when retracting. It was noted that the right atrial (ra) sensing and impedance numbers were inconsistent. There was an attempt to reposition the device but the helix would not come out. Another lead was used successfully. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid in helix housing and tissue entwined in the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.